Event description:
The manufacturer received information alleging pre-testing failure or failure to power on involving a trilogy ev300 ventilator at the customer site. No harm or injury was reported. Ia scheduled onsite repair by a philips technician was cancelled. It was documented the customer was taking responsibility for repair of the device. No additional information has been provided. At this time, the manufacturer is unable to confirm an alleged malfunction. The root cause has not been confirmed at this time. If new information becomes available following the completion of the device repair a follow up/supplemental report will be completed.